Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device restarted on the patient without external influence. It was further reported that the patient was not ventilated during the restart. The screen turned blue and unidentifiable signs and symbols were displayed. After the restart, the device automatically started the ventilation with the previously set ventilation parameters. No consequences for the patient were reported.

Manufacturer narrative:
The affected evita v300 consists of a display unit, the cockpit c300, and the ventilation unit v300, which operate independently of each other. The logbook and the cockpit of the affected device were available for the examination. According to the user, the incident occurred at 8:20 am on (B)(6) 2018. The logbook entries show that the cockpit restarted at 8:24 on the day. However, the v300's ventilation function, unlike reported, was unaffected by the cockpit restart and continued with the last set parameters. An analysis with the provided cockpit could not reproduce the reported failure. Based on the test results, the solid state drive (ssd) was replaced preventively, since a sporadic error cannot be ruled out. The temporary deviation was detected by the device, and a cockpit restart was initiated to correct the error. Safety-relevant parameters such as fio2, minute volume and airway pressure are displayed in the additional oled display of the v300, in which the user can also follow the progress of ventilation. After a successful restart of the cockpit, the alarm message "cockpit restarted" is generated with an accompanying acoustic alarm tone sequence. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.